Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: the locked lid opened up.

Manufacturer narrative:
Submitted: 11/28/2018. An investigation was performed for the reported customer complaint: ¿customer reports: the locked lid opened up.¿ no lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sample was received from the customer for evaluation. Lid was received with no container. Lid was in ¿final lock¿ position and could not be opened. Due to the sample received being in a locked position, contrary to customer reported event, further evaluation was unable to be performed. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.